Event description:
Per the clinic, the patient experienced pain leading to device non-use (specific date not reported). The device was explanted on (B)(6) 2021. It is unknown if there are to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.